Manufacturer narrative:
As alleged, the elastic ring (pet recoil ring) of the modified kugel mesh was found to be broken when opening the package. Due to contamination the subject device was not returned for evaluation. However, photos of the device were provided and reviewed. It is not clear in the photos if the ring is broken as alleged, as it cannot be visualized. Review of the photos provided cannot confirm or unconfirmed the reported broken ring or any condition that might have presented to the ring. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot (B)(4) released for distribution in july 2019.

Event description:
As reported, while opening the package of modified kugel mesh, it was noticed that the "elastic ring" (pet recoil ring) of the mesh was broken. It was reported that there was no physical damage identified to the sterile package and/or outer carton. It was also reported that the procedure completed using another modified kugel mesh. There was no reported patient injury.